Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced adverse event ("I developed various physical symptoms") and injury ("suffered injury") and underwent medical device removal (seriousness criteria medically significant and intervention required) . The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal, adverse event and injury outcome was unknown. The reporter considered adverse event, injury and medical device removal to be related to essure (ess205). The reporter commented: after the treatment, I developed various physical symptoms. In the meantime, I have had follow-up treatments, and the foreign material has been removed. As a result of the symptoms, I was hindered in my normal daily functioning and I suffered injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure (ess205) (batch no. 509806) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I developed various physical symptoms") and injury ("suffered injury"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal, adverse event and injury outcome was unknown. The reporter considered adverse event, injury and medical device removal to be related to essure (ess205). The reporter commented: after the treatment, I developed various physical symptoms. In the meantime, I have had follow-up treatments, and the foreign material has been removed. As a result of the symptoms, I was hindered in my normal daily functioning and I suffered injury. Essure model was provided by lawyer as es305, but it is controversial because date of implant was (B)(6) 2006 and between 2001 to 2007 were produced ess205 and ess202, same model as ess205. Lot number: 509806 manufacturing date: 2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure (ess205) (batch no. 509806) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I developed various physical symptoms") and injury ("suffered injury"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal, adverse event and injury outcome was unknown. The reporter considered adverse event, injury and medical device removal to be related to essure (ess205). The reporter commented: after the treatment, I developed various physical symptoms. In the meantime, I have had follow-up treatments, and the foreign material has been removed. As a result of the symptoms, I was hindered in my normal daily functioning and I suffered injury. Essure model was provided by lawyer as es305, but it is controversial because date of implant was (B)(6) 2006 and between 2001 to 2007 were produced ess205 and ess202, same model as ess205. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: lawyer was added as reporter and lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been removed') in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("I developed various physical symptoms") and injury ("suffered injury"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal, adverse event and injury outcome was unknown. The reporter considered adverse event, injury and medical device removal to be related to essure (ess205). The reporter commented: after the treatment, I developed various physical symptoms. In the meantime, I have had follow-up treatments, and the foreign material has been removed. As a result of the symptoms, I was hindered in my normal daily functioning and I suffered injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.